Manufacturer narrative:
Confirmed the device was missing segments in the display. Isolated to the universal interface (ui) printed circuit board (pcb). Replaced the ui pcb and the unit passed testing. (B)(6).

Event description:
Covidien received information that this n65 pulse oximeter is missing segments in the pulse reading. The patient was not harmed or injured as a results of the event.